Event description:
It was reported that during a procedure, halfway through use, after a spark, the fiber broke and stopped working. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
D4 lot number, expiration date, unique identifier (UDI): correction upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported broken fiber and fiber stopped working events as the fiber was received in two pieces. Analysis of the device identified the connector was separated from the fiber body. The fiber tip was good and there was no anomaly found on the connector. When the fiber was connected to the console, the following message was displayed: error #67: fiber expired! Connect new fiber and resume operation. It is likely that procedural handling of the fiber during set up and use contributed to the fiber break. The customer mentioned that there was spark and then the fiber broke. It is likely that the interaction between the fiber and console may have led to the connector overheating, which then led to the connector separation observed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, halfway through use, after a spark, the fiber broke and stopped working. The procedure was completed using another fiber without patient complications.